Manufacturer narrative:
Ligaclip endoscopic rotating multiple clip applier-based upon the inquiry information received and the visual and functional testing, no conclusion could be reached as to what may have caused the reported incident. The instrument was fired and formed the remaining clips as designed. There were no anomalies noted with the clips falling from the device. The reported incident could not be recreated.

Event description:
It was reported that a er320 was used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that when the surgeon squeezed the handle to feed the first clip into the jaw, the clip came out one after another and dropped from the jaw. The clips did not fall into the pt. There was no consequence to the pt.